Manufacturer narrative:
Results - customer returned (1) loose 1cc, 8mm syringe. The returned syringe was examined and exhibited adhesive runoff onto the hub. The returned syringe was tested and was not able to draw properly. Conclusion - probable root cause determined to be misalignment during application of adhesive on the needle lines. When this occurs, adhesive runover onto the hub or possible the cannula may occur. Additionally, adhesive may be inaccurately applied to the rubberized pull wheel on the line, which can additionally transfer adhesive to the cannula during routine use. CAPA (B)(4) was initiated by the holdrege plant to address adhesive runover.

Manufacturer narrative:
No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that several bd insulin syringe(s) with the bd ultra-fine¿ needle(s) leaked. There was no report of injury or medical interventions.